Event description:
This pt was implanted with the freehand system hand grasp neuroprosthesis in 2001. In 2001 drainage was observed on the pt's clothing through an opening in the skin on the upper-middle arm. The pt was treated by a physician and released. Ten days later the pt was seen by a surgeon who evaluated the pt and treated with antibiotics. Approx one week later, the pt was seen again by the surgeon, who has cultures taken, determined the pt to be mrsa-positive, and further treated with antibiotics. Approx one additional week later, the surgeon explanted the implantable receiver-stimulator (irs) and electrode connectors. During the explant surgery an electrode lead was found to be kinked near the connector site, which appeared to be the source of the skin erosion. The surgeon did not explant the electrodes at that time as the infection appeared not to have spread to the electrodes and the surgeon wanted to avoid the invasive procedure required for electrode explantation if possible. Antibiotic therapy was continued. However, in 2002 the pt was seen again by the surgeon, who determined that the antibiotic therapy was ineffective and explanted the electrodes. The antibiotic therapy was continued following electrode explantation and the infection has since resolved.